Event description:
Provider stated the motor will not stop after button is released going down. There is no report of an injury or any ill effect due to this incident. A new motor will be sent for replacement. If new information is received a supplemental report will be filed.

Manufacturer narrative:
(B)(4) has been initiated for this issue. The owner's manual was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. There is no further information received on this incident. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device is unknown. The maintenance history or age of the device is unknown. The malfunction has not been confirmed.